Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder has white foreign objects. Air/water tube has white foreign objects. A root cause could not be identified. Based on the results of the investigation, no problem was detected regarding the customer¿s allegation. Regarding the reportable issues found during the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had possible burn damage (lens). The issue was found during reprocessing. There were no reports of patient involvement.